Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with a cartridge. It was reported that there were missing data points on the continuous glucose monitor graph. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.